Manufacturer narrative:
A customer technical support specialist (cts) assisted the customer with troubleshooting the issue via telephone. The cts guided the customer through bleaching and draining the white blood cell (wbc) bath, which resolved the leak. (B)(4).

Event description:
The customer reported a few drops of uncontained fluid leaked from white blood cell (wbc) bath overflow in a coulter ac t diff analyzer during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.